Event description:
The dr. Attempted to enter the pericardium (confirmed with a small injection of contrast). A .035 extra-stiff wire could not be satisfactorily advanced, so we decided to use another brand (wholey) .035 wire. This initially advanced into the pericardial space but was 'backed out' between the diaphragm and the pericardium. The needle was withdrawn. At this stage an attempt to withdraw the wire was unsuccessful. A 5 fr dilator was advanced over the wire to the level of the diaphragm (to straighten out the wire) and an attempt to withdraw the wire into the dilator resulted in the wire fracturing and the distal end remaining at the position at the diaphragm.